Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis the customers reported problem was unable to be duplicated. No problem was found with the pump displaying "constant cassette not properly installed alarm" message during the investigation or in the pump's event history logs. But the pump was displaying "cannot start pump with air in line. Prime tubing" alarm message when a stop/start button was pressed. Service recommended a downstream occlusion sensor with air detector to be replaced as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "constant cassette not properly installed alarm". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.